Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the lad. Although there was difficulty getting a balloon across, the lesion was pre-dilated. The minivision was advanced, but was unable to cross. As the minivision was being removed, the stent dislodged in the iliac artery, where it remains. No attempts were made to retrieve the stent because the patient was elderly and was not in very good shape and the physician didn't think that the stent would be an issue in the iliac. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for analysis. It was reported that the mini vision was unable to cross the lesion and as the device was being removed, the stent dislodged in the iliac. Stent dislodgement and the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology and patient disease state. The heavily tortuous anatomy and / or heavily calcified lesion likely contributed to the event; however, without the device to examine, no determination can be made as to the root cause.